Event description:
Prescribed the nti-tss device and is experiencing severe dizziness, ear pain and swelling, and vision issues. It is difficult to go about daily activities with these symptoms. Teeth on left side of mouth touch while teeth on right are not. Dentists and ent doctors don't know what to do and are unable to help.